Event description:
It was reported that the ilet screen was found cracked, the device¿s functionality was uncertain, and water resistance was compromised, prompting a replacement and education on backup therapy, data sync to the mobile app, and device shutdown prior to return. Symptoms included no injury and no physiological effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included collection of device details, shipping for return, and plans for evaluation of the returned unit. Investigation of this case revealed a damaged display component consistent with physical damage to the screen; no device alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.

Manufacturer narrative:
Initial.